Event description:
It was reported that one day post implant, the lead exhibited a loss of capture, and the lead was found to have dislodged. It was suspected that the lead initially implanted was too short for the patient's physiology. The lead was explanted and a longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).